Manufacturer narrative:
Continuation of d10: 429888 lead, 6935m55 lead, and 5076-45 lead implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an infection, with pain, discomfort, redness, and evidence of pus. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and not replaced. The leads were initially capped, and later explanted and not replaced. Additionally, it was reported that an antibacterial absorbable envelope was used during implant of the crt-d, approximately a month prior to the infection. No further patient complications have been reported as a result of this event.